Event description:
The patient was being recovered in cv recovery room from an open aaa surgery. Patient was very hemodynamically unstable with blood pressures literally from the 50's to 250 systolic, requiring multiple IV drips to be started, stopped, and titrated. During a period of time the patient's systolic bp was approximately 60. I was trying to start an epinephrine drip and the IV channel (which I had already been using for another drip earlier) suddenly alarmed that it was disconnected and shut down. After restarting/reconnecting it I attempted to again start the epinephrine drip. This time all the channels failed and the entire pump and all the channels just turned off completely. We had another IV pump in the room but all drips had to be removed and switched over to the other pump, delaying care of the blood pressure on this fresh unstable patient for at least 5 minutes. Pump and channels were sent to biomed.